Event description:
Inferior ipsilateral attachment system deployed before the #3 slider was pulled. The right external artery was ruptured during balloon dilatation. A cutdown was done and the external artery was repaired.